Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient was experiencing irritation under the electrodes and therapy pads of the lifevest. The patient has a pre-existing skin condition (hailey-hailey syndrome) that causes open sores and blisters. The condition is cared for by the patient's doctors but is incurable. The patient believes the lifevest exacerbates the symptoms of this condition. The patient indicates being prescribed antibiotics for the symptoms. During a follow-up, the patient stated since this is a condition they have had their entire life, the state of the irritation is the same but it is being managed by the patient's physician.